Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. The customer contacted merge on (B)(6) 2014 to report that for one case the equipment tab is locked, and asked for help to unlock. Merge updated sql table to unlock the folder. On (B)(6), the customer confirmed with merge that they were able to utilize the system. The locked tab could potentially impact the system's ability to complete certain calculations as the locked tab could include relevant information. (B)(4).